Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose (bg) level was 297 mg/dl with moderate level of ketones. It was indicated that the customer would continue to use the pump for continued insulin therapy, and administer a correction bolus to address bg levels.